Event description:
It was reported the programmer was unable to communicate. Wands were changed and no difference. Wand would work if lifted up at connector; damaged wand connection on programmer suspected. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; unable to interrogate using a known good rf (radio frequency) head. Lem (link electronic module) printed circuit board assembly found out of electrical specification. Analysis also found the system fan is noisy, media bay door is broken, keyboard is missing, keyboard hinges are broken, and keyboard slide is missing. (B)(4)